Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer report#: 3006705815-2019-02233. It was reported during a trial lead procedure on (B)(6) 2019, the physician was unable to implant the two model 3186 leads. As such, the procedure was abandoned.

Event description:
Reference manufacturer report#: 3006705815-2019-02233.